Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that they used to be able to charge the ins every month, and then the ins started depleting within 2 weeks. They stated that last month, they charged every 2 weeks, but not they are only getting 7-8 days between charges. The patient stated that they last charged on (B)(6) 2020, but when the woke up the day prior to the report, the ins was depleted so they had to charge again. The patient confirmed that they are still able to charge the ins. But the time between charges has decreased. The patient mentioned that they have not had any recent reprogramming recently. The patient was redirected to follow-up with their healthcare provider. No further complications were reported or anticipated.